Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that they found a cuvette jam in the luminometer. The customer took apart the luminometer and then reassembled it. The customer ran quality controls (qc) after the initial result, which were out of range. The ccc specialist instructed the customer to run the dark count with the cuvette. A siemens customer service engineer (cse) visited the customer site. The cse inspected the luminometer and performed a check for bleach in water. The cse was unable to find the exact cause of prior qc being out of range. The cse performed calibration and ran qc, which were within range. The cause of discordant, falsely depressed psa result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed prostate specific antigen (psa) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed psa result.